Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been on therapy for a couple of days, but now they were getting a low flow and fluid delivery line (fdl) open message in an arctic sun device. Water flow rate (wfr) was 0 l/m, 5 pads connected to adult patient. Normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 37.5c, water temperature (wt) was 7.9c, water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 7.4c, outlet control temperature (t2) was 7.5c, inlet temperature (t3) was 24c, chiller temperature (t4) was 9.6c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 1205 and pump hours were 1042. Walked through stop therapy, empty pads and disconnected. Placed device in manual control at 5c with no pads. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 7.8c, outlet control temperature (t2) was 7.9c, inlet temperature (t3) was 8.9c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 52 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Had nurse add pads back while in manual control. Water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -0.6psi. Stop therapy, empty pads and walked through disabling manual control. Advised to swap out to new set of pads.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: e the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been on therapy for a couple of days, but now they were getting a low flow and fluid delivery line (fdl) open message in an arctic sun device. Water flow rate (wfr) was 0 l/m, 5 pads connected to adult patient. Normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 37.5c, water temperature (wt) was 7.9c, water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 7.4c, outlet control temperature (t2) was 7.5c, inlet temperature (t3) was 24c, chiller temperature (t4) was 9.6c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 1205 and pump hours were 1042. Walked through stop therapy, empty pads and disconnected. Placed device in manual control at 5c with no pads. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 7.8c, outlet control temperature (t2) was 7.9c, inlet temperature (t3) was 8.9c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 52 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Had nurse add pads back while in manual control. Water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -0.6psi. Stop therapy, empty pads and walked through disabling manual control. Advised to swap out to new set of pads. Per follow up information received via task on (B)(6) 2025, spoke with nurse it was reported that the set of initial pads were discarded. No lot information was retained from the pads. No sample is available. Swapped out to new set of pads and the patient was able to complete therapy. No patient impact was reported.